Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to update the common device name from implantable cardioverter defibrillator (non-crt) to implantable lead.

Event description:
This report is being processed to submit the results of product evaluation.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this system was exhibiting t-wave oversensing which resulted in inappropriate shocks. Intervention was performed and the system was removed from service. No additional adverse patient effects were reported.